Manufacturer narrative:
Corrected data: h6. Reference CAPA: 20-00141.

Manufacturer narrative:
UDI (B)(4). There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure.  Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, it is possible that the valve frame was incompletely expanded resulting in the reported events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per report, seven months post implant of the 20mm sapien 3 in the aortic position, the patient the patient reported having more shortness of breath.  Review of medical records revealed that the patient had a tte and a tee done. The echos reported normal ef of 70-75%, with at least moderate perivalvular leak (pvl) around av stent, mean gradient of 13mmhg and moderate aortic insufficiency (al). It was felt that the dyspnea was possibly a mixed situation with a portion of the dyspnea due to the significant perivalvular leak/aortic insufficiency and another portion due to the small prosthetic valve with prosthesis mismatch. 9 months s/p tavr, tee revealed significant pvl but also significant central leak. It looked like one of the leaflets was not coapting and was significantly deformed. The s3 valve was post dilated with a 21mm true balloon. Post-dilatation revealed that they were able to achieve significant valve expansion and almost total obliteration of the pvl, but there was still significant central valvular leak.  Post dilation was followed by a successful valve-in-valve procedure. A 20mm s3 valve was implanted with excellent result. Post deployment there was trivial ai with 0% residual gradient. The patient left the room in stable condition. A tte done on the following day reported no aortic regurgitation present, the valve appears to open well with normal gradient for this prosthetic valve (mean gradient 14mmhg).